Event description:
An ophthalmic surgeon reported a patient experienced a thermal burn shortly after starting ultrasound (us) during a cataract procedure. The corneal incision was unable to be closed, so the surgeon closed it with three sutures. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).